Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)